Manufacturer narrative:
Customer returned insulin pump for an alleged pump error 25 alarm/battery power loss alarm/battery lasts less than expected on (B)(6) 2021. The thus download was successful. The power management graph confirmed the pump error 25 alarm and low battery alert. Pump error 25 alarm found in the device history file/trace download on (B)(6) 2021 at 3 different times 8:00 am, 12:00 noon and 12:06 pm and low battery alert found in the insulin pump history/trace download on (B)(6) 2021 at 5:02 am, 2:02 pm and at 8: 32 pm. Pump error 25 alarm and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 25 alarm, battery power loss alarm or low battery alerts noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the insulin pump case. In conclusion, pump error 25 alarm, battery power loss alarm and low battery alert was confirmed due to connector resistance on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the power error detected alarm was recurred within a week of troubleshooting. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. New battery resolve the issue. The insulin pump will be returned for analysis.